Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 bd ultra-fine¿ 4mm pen needles with easyflow were difficult to operate. The following information was provided by the initial reporter, translated from (B)(6): the patient has been experiencing the pen needle, of which the needle pe is not inserted smoothly into the skin, on a regular basis, and this requires the patient to press the pen hard to inject the drug solution.